Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent pigtail was implanted in the pancreatic and biliary ducts to treat gallbladder stones and common bile duct stones, and to prevent post-operative pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) with common bile duct lithotomy procedure performed on (B)(6) 2025. During the procedure, the advanix pancreatic stent was successfully placed. However, on the morning of (B)(6) 2025, following the stent placement, the patient was transferred to the intensive care unit for further treatment due to the aggravation of the condition. At 11:50am, an emergency gastroscopy was performed, and it revealed a large amount of blood and blood clots in the patient's stomach, it was also noted that both the disposable bile duct drainage catheter and the pancreatic duct stent fell off. At 15:20, another emergency ercp was performed again, and it was noted that there was bleeding from the incision of the duodenum papilla. A covered biliary stent was placed. A clip device was then used to clamp the bleeding site. The advanix pancreatic stent remains implanted and is expected to be expelled in the stool. The patient returned to the intensive care unit for continued observation and treatment, and the patient's current status was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf patient code e0514 captures the reportable event of thrombosis. Imdrf impact code f2202 captures the reportable event of emergency gastroscopy was performed. Imdrf impact code f2301 captures the reportable event of a clip device was used to clamp the bleeding site. Imdrf impact code f0801 captures the reportable event of the patient was transferred to the intensive care unit for further treatment.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent pigtail was implanted in the pancreatic and biliary ducts to treat gallbladder stones and common bile duct stones, and to prevent post-operative pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) with common bile duct lithotomy procedure performed on (B)(6) 2025. During the procedure, the advanix pancreatic stent was successfully placed. However, on the morning of (B)(6) 2025, following the stent placement, the patient was transferred to the intensive care unit for further treatment due to the aggravation of the condition. At 11:50am, an emergency gastroscopy was performed, and it revealed a large amount of blood and blood clots in the patient's stomach, it was also noted that both the disposable bile duct drainage catheter and the pancreatic duct stent fell off. At 15:20, another emergency ercp was performed again, and it was noted that there was bleeding from the incision of the duodenum papilla. A covered biliary stent was placed. A clip device was then used to clamp the bleeding site. The advanix pancreatic stent remains implanted and is expected to be expelled in the stool. The patient returned to the intensive care unit for continued observation and treatment, and the patient's current status was reported to be stable.

Manufacturer narrative:
Block h6 (patient code) was corrected following a medical review which identified that the event of "thrombosis to cover the clots" would be captured under the code for hemorrhage. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf impact code f2202 captures the reportable event of emergency gastroscopy was performed. Imdrf impact code f2301 captures the reportable event of a clip device was used to clamp the bleeding site. Imdrf impact code f0801 captures the reportable event of the patient was transferred to the intensive care unit for further treatment.